Event description:
While performing routine device maintenance on the customer's device, physio-control observed that the unit locked-up when attempting to power on and, as a result, would not have been able to provide defibrillation if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the main pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u17.